Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported info.

Event description:
The distributor reported on behalf of the customer that when the device was applied to a pediatric pt, a skin irritation was observed with a skin breakdown that mimics a skin tear in the shape of a round disk. No further info was provided.